Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
Customer reported that the insulin pump usually makes a horrible noise when alerting of high or low blood glucose readings and now they are not hearing the noise at all. Customer stated that their blood glucose readings were 400 mg/dl last night and did not hear any alarms. Customer mentioned that in the morning their blood glucose readings dropped to 45 mg/dl and the insulin pump did not alert them. Troubleshooting was declined. No further information reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.